Event description:
A report was received from baxter affiliate stating that the device over infused during pt use. It was noted that a pt received an infusion in less than 24 hours. The expected flow time was 48 hours. The content of the device was 2000mg of 5-fluorouracil in a solution of 90 ml of 5% glucose. The solution was at room temperature. The nominal fill volume of the device is 96 ml. The device was connected to an implantable port with the flow restrictor in contact with the pt's skin. The pt was hospitalized for 1.5 months for mucous toxicity grade IV. Per md, digestive system oncologist, "this major toxicity could probably be explained by a small deficiency in dpd that could increase an accumulation of 5fu toxic metabolite. But this can be related too to a possible deficiency of the device that infused 5fu in a shorter time. After this event the pt experienced mucositis with candida superinfection, diarrhea, alopecia grade IV and hematological grade iii. During the pt's hospitalization pt expereinced a depressive syndrome, a fall and a septic syndrome linked to e. Coli from which pt recovered with a triple antibiotic therapy with claventin, ciflox, and flagyl. With the support of parenteral nutrition, nursing care, and kinesiotherapy, the pt has totally recovered to initial status."